Manufacturer narrative:
The catalog number and lot were not provided. The device was reported as an unknown accolade tmzf #1. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained implant.

Event description:
The patient's accolade stem was revised due to periprosthetic fracture. The liner and cup remained implanted.